Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir compartment and the o ring fell out. The customer's blood glucose reading was 475 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked lcd window and a missing reservoir tube o-ring.